Event description:
It was reported that the user experienced hyperglycemia while using an infusion set, stating he had been high for about four hours with a highest blood glucose of 203 mg/dl and suspected the inset was not working despite the cannula not being bent; he requested a switch to cd infusion sets pending an updated prescription. Symptoms included hyperglycemia without ketone testing, without need for back-up therapy, and without medical intervention. Outcomes included no alerts or alarms and no hospitalization or other assistance. Investigation included troubleshooting and education conducted by customer care, verification of shipping information, and coordination with the prescriber for a new prescription. Investigation of this case revealed no device alarms and an unclear cause of the hyperglycemia, with the device component implicated being the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.